Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: lasso nav variable eco (model# d-1343-02-s lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. After diagnostic catheters were positioned in the right atrium, coronary angiography was performed. Pvc activation map was created using the smarttouch sf catheter. Mem (unspecified) was performed with the lasso catheter at the rvot. Pvc activation map indicated that the origin was the free wall, so the physician initiated ablation at this site. During ablation, the patient became hypotensive with a systolic blood pressure of 60 mmhg. Tamponade was confirmed via transthoracic echocardiogram. Pericardiocentesis was performed and yielded 150 ml of venous blood. Post-pericardiocentesis, the pvc origin was ablated several times, and the procedure was completed. There is no information regarding extended hospitalization. Patient outcome is improved. It was noted that the injury occurred during mapping or ablation phase. The site of the perforation was undetermined. The physician was aware that the lasso is not approved for use in the ventricle. There were no factors cited that may have contributed to the adverse event. Physician's opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. No transseptal puncture was performed. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There were no errors observed on any bwi equipment during the procedure.